Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Visual evaluation found no issue with outer sheath. Functional evaluation found needle would extend and retract without issue. Air was injected into device using a syringe, to observe if any residue similar to reported white bubbly substance was observed emerging from needle. Black liquid (spot endoscopic marker ink mentioned by customer) was ejected, but no white substance was observed. Device was disassembled and entire length of inner sheath was viewed under magnification. Traces of black endoscopic marker ink residue were identified inside inner sheath but no white residue or any other issues were noted. Needle was present and without issue. The complaint was not confirmed; the white substance was not found. The available information fails to indicate a definite or probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, the area injected with the marker turned white and looked like there was a white bubbly substance under the mucosa along with black spot endoscopic marker ink. The procedure was completed with the same interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, the area injected with the marker turned white and looked like there was a white bubbly substance under the mucosa along with black spot endoscopic marker ink. The procedure was completed with the same interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be fine.